Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). The product was not returned and may have aided in the investigation. However, possible causes for shaft separation may include, but are not limited to, manufacturing handling and/or processing, handling during unpacking or preparation for use, or handling during the procedure. Shaft separations are often attributed to ductile overload at a kink. Kinks or bends in the shaft can lead to weakening of the stent delivery system material such that subsequent application of force or further handling can cause a separation. It is possible that mishandling during the procedure contributed to the shaft detachment; however, the product was not returned for investigation and there was limited case information available. Although a conclusive cause cannot be determined for the reported shaft detachment, there is no indication of a product quality deficiency. A review of manufacturing records did not reveal any nonconforming material records for this lot that could have contributed to the reported shaft detachment and there have been no other incidents reported for this lot. Although a conclusive cause for the reported shaft detachment cannot be determined, there does not appear to be an indication of a product quality deficiency. All stent delivery systems are 100% visually inspected and a sampling of units is destructively tested to verify lumen integrity.

Event description:
It was reported that during the procedure, while attempting to place the promus 3.5 x 15 mm stent in a proximal left anterior descending artery (lad) lesion, the shaft of the device separated. The procedure was completed with another promus 3.5 x 15 mm stent. No patient effects were reported. No additional information was provided.